Event description:
It was reported that when the field representative was reviewing remote home monitoring data he noted high out of range pacing impedance measurements for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead going back three years. It was noted that the clinic had been monitoring the impedance measurements. Further review also found oversensing of noise along with inappropriate anti-tachycardia pacing (atp) and an inappropriate shock delivery. The high pacing impedance was also observed during shock delivery. The noise episodes were stored on one day from one month earlier. Boston scientific technical services (ts) suggested seeing if the patient had undergone a procedure on the day of the noise. Further information was received that the patient had a hip operation on the day of the inappropriate therapy. The ICD and rv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that when the field representative was reviewing remote home monitoring data he noted high out of range pacing impedance measurements for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead going back three years. It was noted that the clinic had been monitoring the impedance measurements. Further review also found oversensing of noise along with inappropriate anti-tachycardia pacing (atp) and an inappropriate shock delivery. A code for high voltage detected on shock was noted, which indicates high out of range shock lead impedance was observed during shock delivery. The noise episodes were stored on one day from one month earlier. Boston scientific technical services (ts) suggested seeing if the patient had undergone a procedure on the day of the noise. Further information was received that the patient had a hip operation on the day of the inappropriate therapy. The ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the describe event or problem and add a device code that was inadvertently left off the initial report.